Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-27428 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a seizure. Caller reported that the patient is in the emergency room because of the seizure today, which was witnessed by a retired anesthesiologist. It was further reported by the caller that the patient has tachycardia but can't get a clean electrocardiogram (EKG) because of interference. Reviewed use of patient programmer to turn stim off briefly for test. It was reported that it was a sudden change in therapy/symptoms. They called back for assistance with the patient programmer use. He was able to turn the ins's off and get a clean electrocardiogram and then turned stim back on while they were on the phone. No further complications were reported or anticipated.